Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was ¿high¿ mg/dl on the continuous glucose monitor. Customer changed pump supplies to address the issue and successfully resumed insulin deliveries. Customer delivered a bolus via the pump to address the elevated bg level.